Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced a csf leak during trial implant procedure that occurred on (B)(6) 2019, wherein clear liquid was coming from needle when placing. In turn, the trail was aborted, wherein no leads were attempted. As a result, the clear drainage is no longer present. Patient is stable.